Manufacturer narrative:
The getinge service territory manager (stm) evaluated the unit, and replaced the batteries that did not last for the pm. The unit passed all functional and safety tests per factory requirements. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit batteries did not last. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.